Manufacturer narrative:
The device has not available for evaluation, therefore, the reported condition could not be confirmed. If additional information becomes available or the device is sent in for evaluation, a follow-up report will be sent.

Event description:
The facility reported to our international affiliate that a reservoir ruptured after filling, but before being administered to a pt, on a half day infusor, 5ml/hr. The infusor was filled with desferrioxamine and saline or wfi. This incident occurred before pt use, therefore, there was no pt involvement. No additional information is available at this time.